Event description:
During an ep study in ccl, one 6 fr. Groin sheath and one 8 fr. Groin sheath broke off in the patients right and left femoral veins. Cardiologist was called in to intervene and was able to retrieve all pieces of both sheaths. Manual pressure was held at groin site and hemostasis was obtained without any injury to patient. Staff involved did not save product but took photos of packaging which have been attached to this report. FDA safety report ID# (B)(4).